Event description:
It was reported that during the implant procedure, the physician opened the package and was ready to implant the catheter in the operation but found the catheter was broken. The surgery was delay for approximately one hour. The patient was currently doing well. No patient symptoms were reported. It was not reported what medication the device system was to deliver. No additional information was available. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Part of the distal portion of the catheter and two anchors were returned for analysis. The guidewire was not returned. A hole was found at the 22 centimeter (cm) marking on the catheter. The characteristics of the hole were very typical of a shear hole caused by an interaction of the catheter with its guidewire during the implant procedure. In conclusion, the catheter body damaged occurred to the catheter body and/or guidewire during the implant procedure.